Event description:
The patient obtained a result of 213 mg/dl on her blood glucose meter and administered an unknown amount of insulin as a correction dose. The patient felt unwell, but did not report any specific symptoms.12 minutes after the first result, the patient tested again and obtained a result of 36 mg/dl. The patient alleged that the meter provides inaccurate results. No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.